Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing the lesion. The physician attempted to retract the delivery system into a 6f guide catheter and the stent dislodged and remains in the pt. Entire system removal is recommended in the instructions for use. Pt status is listed as "okay".